Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows... Complainant called regarding a pt with a dehisced abdominal wound who had been taken to theatres for dressing change and was on the table at the time of the telephone call. The open abdominal wound had been previously dressed with aquacel dressing and some of the dressing remained "stuck to the bowel". Complainant called to ask if the dressing had to be removed or could it be left in situ. I explained that the dressing is for external use and not body cavities and that the dressing should be gently removed by soaking in sterile isotonic saline to release it. I asked if they would like me to ask our medical director to talk to the surgeon. The medical director spoke directly with the surgeon while he had the pt in the or and under anesthesia, and reiterated that this is off label use and should soak in isotonic saline to gently release avoiding trauma and risk of bowel perforation. When the surgeon had gotten most of the dressing free, he stated he was satisfied and ceased the procedure.